Manufacturer narrative:
Correction to: d4 (lot number) additional information: d4 (UDI number), d10, h3, h4, h6 (method, results, and conclusion codes). The returned driver was examined. The device was found to have a fractured tip. Tip fracture can often occur when the driver is over torqued or when force is applied off-axis. Additionally, the complaint alleges that the wrong handle was utilized, which would likely contribute to the failure. Labeling was reviewed and found to be adequate. The device was likely conforming when it left zimmer biomet's control.

Event description:
It was reported that during the procedure the wrong handle was used during final tightening and the tips of two final drivers broke. There was no further surgical information provided and no reported patient harm. This is report two of two for this event.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3012447612-2020-00052.

Event description:
It was reported that during the procedure the wrong handle was used during final tightening and the tips of two final drivers broke. There was no further surgical information provided and no reported patient harm. This is report two of two for this event.